Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, ¿do not use excessive force when inserting the device. Excessive force may cause damage to the device and/or adversely affect its performance.¿

Event description:
It was reported that patient underwent a bankart repair procedure that utilized soft anchors on (B)(6) 2015. During the procedure, the nitinol tip of the anchoring device fractured inside the patient. The fractured tip was retrieved; however, a delay of forty minutes occurred as a result.